Event description:
The device was used during an ovarectomy. Reportedly, the instrument was difficult to close. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.